Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and found to be broken at the luer fitting. A piece measuring approximately 0.339" x 0.434" was returned. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage from potential mishandling/misuse. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, when unscrewing the insufflation tubing from the side port, the luer port broke into three (3) pieces. The procedure was completed with no reported injury.